Event description:
A caregiver of a peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that there was a fluid leak encountered during a pd treatment. There was an air detected in cassette warning during dwell 3 of 6. Fluid was discovered leaking from the supply bag line. There was no fluid in the cycler pump module and no fluid on the external cassette. In a follow up conducted on (B)(6) 2025, the caregiver did not think that the leak was at a connection but instead was coming from the port of the supply bag. The patient did not have any harm, intervention or adverse events associated with the leak and is doing treatments since then with no further issues. The patient had already gone into cycle 3 of treatment and was able to stop treatment for that session and resumed the following day. The samples are not available to be returned to the manufacturer for physical evaluation since the patient has discarded the supplies used during the reported event. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation.

Event description:
A caregiver of a peritoneal dialysis (pd) patient reported to the technical service department on (B)(6) 2025 that there was a fluid leak encountered during a pd treatment. There was an air detected in cassette warning during dwell 3 of 6. Fluid was discovered leaking from the supply bag line. There was no fluid in the cycler pump module and no fluid on the external cassette. In a follow up conducted on (B)(6) 2025, the caregiver did not think that the leak was at a connection but instead was coming from the port of the supply bag. The patient did not have any harm, intervention or adverse events associated with the leak and is doing treatments since then with no further issues. The patient had already gone into cycle 3 of treatment and was able to stop treatment for that session and resumed the following day. The samples are not available to be returned to the manufacturer for physical evaluation since the patient has discarded the supplies used during the reported event. Additional information was requested, however, to date it has not been provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Additional information: h3. Updated section d4. (Model #). Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.